Event description:
It was reported that the control-iq algorithm increased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 400 mg/dl, and the meter bg reading was 300 mg/dl. As a result of the increased basal delivery, customer's blood glucose (bg) level lowered to 43 mg/dl. Bg was addressed via consumption of carbohydrates and intravenous fluids of glucose. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.